Event description:
It was reported the patient underwent mitral valve replacement surgery due to mitral valve stenosis and moderate mitral regurgitation. Postoperative echo revealed a 3 mmhg mean gradient and good systolic function. Later, the patient presented with a cold, orthopnoea, fever and epigastric discomfort and pulmonary edema. An echo revealed an elevated gradient and an impeded mitral valve. Streptokinase was performed and lasix was given and the gradient decreased. The patient was stable. Additional information has been requested.